Manufacturer narrative:
Concomitant medical products: product ID: 977a290, serial# (B)(4), implanted: (B)(4) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional, via manufacturer representative regarding patient implantable neurostimulator (ins). It was reported that during the implant procedure, electrode 15 was reported as not connected after several tries, impedance check also rendered the electrode unusable. The lead was implanted sub q occipital. Connected and reconnected several times. Wiping off the contacts and reinserting into the battery. When attached to the wens unit the lead performed fine. The issue was not resolved but no programming was needed on electrode 15. Hcp had no further information. No symptoms were reported and no further complications were reported/anticipated.

Manufacturer narrative:
Product ID 977a290 lot# serial# (B)(4) implanted: (B)(4) 2018 explanted: product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that to date, the only thing that had been done was the original programming where they expanded the pulse width to capture the area lost and no other interventions had occurred. The rep reported that they spoke with the patient and he was feeling better. The rep reported that the patient didn¿t complain further about the pocket or his rle. No further complications were reported.

Manufacturer narrative:
Adverse event product problem should have been selected. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient was in for their first post-op appointment and programming. The ins had less than 20% charge. The rep said that when programming they were unable to get stimulation on the right side and an impedance check now showed electrodes 13,14,15 as unusable. The patient stated they had 2 falls since implant. The patient also stated that the battery site was painful and causing shooting pains down their right leg. The patient said it felt like the battery could move around a lot in the pocket. The rep was able to program around the bad electrodes but it has caused the simulation to not cover quite as well on the right side. The rep said they had to greatly expand the pulse width to push the stimulation over. The rep noted that while in office they did a partial recharge and the battery appeared to be accepting a charge just fine. No further complications were reported/anticipated.